Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as dialysis fluid contamination. The peritonitis was manifested by abdominal pain and cloudy effluent. It was not reported if the patient was hospitalized for the event. On the same day as the event onset, the patient was treated with cefazolin (1g, intraperitoneal in the last exchange, ongoing) and amikacin (160mg, in the last replacement, ongoing) for the event. Four days after the event onset, the patient was treated with levofloxacin (750mg loading dose, continued with 500mg, every 48 hours, orally, for 14 days) for the event. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. The patient was retrained on the proper aseptic technique. No additional information is available.